Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus sent the subject device to a third party for culture testing on 12june2023 where: -sampling from: all channels cfu: 3cfu bacterial identification: filamentous fungi the subject device was reprocessed and olympus sent the subject device to a third party for a secondary culture test on 22june2023 where: -sampling from: operator channel cfu: 1cfu bacterial identification: micrococcaceae -sampling from: operator suction channel cfu: 2cfu bacterial identification: coagulase negative staphylococci -sampling from: air / water channel cfu: 1cfu bacterial identification: gram positive bacteria -sampling from: canal waterjet cfu: <1cfu bacterial identification: n/a -sampling from: total cfu: 4cfu bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. Several defects were noted where the charged coupled device cover lens was scratched, the plastic distal end cover was scratched, the bending section adhesive was separated, the channel mount was damaged, the air/water cylinder was scratched, the suction cylinder was scratched, the plug unit was dented, and the connector was cracked. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. However, the same bacteria was detected from the same sampling location in the first microorganism test and the additional test. Therefore, reprocessing may have been conducted insufficiently. However, when olympus culture tested after reprocessing the device on 22june2023 in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device instructions for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested positive for 3 colony forming units (cfus) of champignons filamenteux which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. The customer aspirates water through the channels and flushes out the air/water, balloon channel, instrument channel and suction channel. The customer uses anios aniosyme detergent during the pre-cleaning process. During the manual cleaning process, the customer uses anios aniosyme detergent and brushes the instrument channel, suction cylinder, and instrument channel port. The customer did not use a maj-1888 single use soft cleaning brushes. The customer confirmed that this device passed the leak test. The scope was manually disinfected with soluscope. For automated endoscope reprocessor (aer) treatment, an unknown machine is used with soluscope detergent and soluscope (disinfectant). The scope is dried using clean towl/paper as well as blew by filtered compressed air. The scope is stored in a simple storage cabinet. It was indicated that the culture samples were taken while the scope was in storage after reprocessing. The environment of the storage itself was described as ¿a sterile field with no storage in cabinet.¿ the customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the concentration and expiration date of the disinfectant was controlled. The customer confirmed that the water quality of the rinse water was tap water. The customer confirmed that the water filter was replaced periodically in accordance with the instructions for use (IFU). The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the gastrointestinal videoscope tested positive for unexpected contamination. The scope was sampled once. During the sampling, the scope tested positive for > 100 colony forming units (cfus) of staphylococcus warneri and kocuria spp. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.